Event description:
The advocate stated the customer received a blood glucose reading of 579 mg/dl from her contour and a reading of 153 mg/dl form another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate declined to troubleshoot. The customer's meter was replaced at her insistence. No product will be returned.